Event description:
The micro sagittal saw was sent for evaluation due to overheating during a procedure. A readily available alternate device was used to complete the procedure. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion of the motor was identified as the probable cause of the device overheating. Corrosion of the internal components can lead to heat generation due to increase friction between the moving components.